Event description:
Lap gall bladder - "laparoscopic clip applier clips wouldn't feed through end of clip applier for use during surgical intervention."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.